Manufacturer narrative:
Date of event: (B)(6) 2020 date of report: 11may2020.

Event description:
The philips field service engineer fse identified during preventive maintenance the unit was having issues turning on. The fse confirmed the reported failure. The fse replaced the power management board. The unit passed all full performance verification testing and the unit has returned to service. There was no patient involvement.